Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 506 mg/dl. Elevated blood glucose was addressed by correction injection via manual injection. Customer cleared the alarm and resumed insulin delivery.